Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Exact dates of occurrences were not reported. (B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement was attempted using proglide devices prior to several transcatheter aortic valve repair (tavr) procedures. Reportedly, following suture placement, bleeding continued. The method used to achieve hemostasis was not reported. The exact number of cases, patients and devices involved could not be recalled by the physician as patient identification was no longer available. There were no reported adverse patient sequelae. No clinically significant delays in the procedures were reported. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.